Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient's dentist said the treatment would not be effective and don't cover the teeth becaus the patient had a crown which was wrong.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.